Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and upon review the noise appeared to be myopotential and it was noted that the oversensing led to false atrial tachy response (atr) episodes as well as non sustained ventricular tachycardia episodes. The recorded episodes exhibited pacing inhibition with asystole. It was also mentioned that the patient experienced dizziness as well as pre-syncope. The physician opted to adjust the rv channel sensitivity and increase the pacing thresholds to 5 volts, causing pocket stimulation. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and upon review the noise appeared to be myopotential and it was noted that the oversensing led to false atrial tachy response (atr) episodes as well as non sustained ventricular tachycardia episodes. The recorded episodes exhibited pacing inhibition with asystole. It was also mentioned that the patient experienced dizziness as well as pre-syncope. The physician opted to adjust the rv channel sensitivity and increase the pacing thresholds to 5 volts, causing pocket stimulation. No additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and upon review the noise appeared to be myopotential and it was noted that the oversensing led to false atrial tachy response (atr) episodes as well as non sustained ventricular tachycardia episodes. The recorded episodes exhibited pacing inhibition with asystole. It was also mentioned that the patient experienced dizziness as well as pre-syncope. The physician opted to adjust the rv channel sensitivity and increase the pacing thresholds to 5 volts, causing pocket stimulation. No additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and upon review the noise appeared to be myopotential and it was noted that the oversensing led to false atrial tachy response (atr) episodes as well as non sustained ventricular tachycardia episodes. The recorded episodes showed pacing inhibition with asystole. It was also mentioned that the patient experienced dizziness as well as pre-syncope. The physician opted to adjust the rv channel sensitivity and increase the pacing outputs to 5 volts, which caused pocket stimulation. No additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.